Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 11-jan-2018 from a other non-healthcare professional. This case concerns a (B)(6) female patient who received treatment with synvisc one and after unknown latency the left knee had reaction/pain and joint stiffness; also, device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection, (dose, frequency and indication: unknown) (batch/lot number: 7rsl021; expiry date: 31-may-2020). On an unknown date, (unknown latency after starting treatment), the left knee had a reaction (pain) and joint stiffness. Corrective treatment: not reported for all. Outcome: unknown for all. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for all pharmacovigilance comment: sanofi company comment dated 18-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced left knee pain and joint stiffness. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.